Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack. The pump had moisture damage on the motor. The pump was unable to perform self-test, unexpected error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and scratched reservoir tube window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 156 mg/dl at the time of the incident. The customer stated that he dropped his pump in the toilet. The customer reported fluid under the lcd display. The customer stated that the screen is cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.